Manufacturer narrative:
Additional information: relevant tests/laboratory data, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative.

Event description:
It was reported that the device had failed rate calibration in preventive maintenance. Performed rate accuracy test and it failed, the percent of error was -1.91% (passed range is +-3.4%), vpmr 151.6, but failure can¿t calibrate. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed rate calibration in preventive maintenance. There was no patient involvement.